Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 09/04/2024. On the same day, it was reported that the patient experienced bleeding for more than an hour. The patient had to go to the hospital to get the insertion site stitched. At the time of contact, it was indicated that the patient was stable. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).